Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with complaints of pain and swelling over the pocket site for the past 3 to 4 months. The patient had developed an infection. The procedure was uncomplicated and tolerated well. The patient responded well to treatment. The patient's condition post procedure was stable.